Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The used battery capacity greater than 1.3 mah. Device reached recommended replacement time on (B)(4) 2014.

Event description:
It was reported that during a device check, a "battery calculation error" occurred. The device was also noted to have reached elective replacement indicator 16 days earlier. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: imk49jb-53 lead, implanted: (b)64 )2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.